Event description:
It was reported by the customer's mother, that the ambulance was called on (B)(6) 2014. Customer was treated with glucagon injection. Customer's blood glucose levels after the glucagon injection was 70mg/dl. It was also stated that the customer was almost unconscious. Not stated if the customer was wearing the insulin pump at the time of incident. It was also reported that the buttons on the insulin pump were sticking. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).